Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that they had tried to reprogram multiple times in office. The patient not getting relief- original lead placement was too far left (wrong side) to reach pain. The surgeon tried to revise the leads on (B)(6) 2022, but it was unsuccessful due to scar tissue. The percutaneous leads were removed and discarded. The patient will be getting a paddle lead implanted in the future with their current battery.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; explanted: (B)(6) 2022; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.